Event description:
It was reported that within 23 minutes of starting dialysis treatment with a theranova 500, the patient presented with a blood pressure of 60/30 mmhg, feeling cold, clammy and brief loss of consciousness. Treatment was discontinued, the patient was treated with 500 ml saline and was resuscitated. The dialyzer was replaced with a polyflux. The patient recovered after approximately 20-30 minutes with blood pressure of 90/60 increasing to 120/8 after 1 hour. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.